Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited lower than expected flows. The device was repositioned and volume was given, but the low flows persisted. With no indication of improvement, the pump was explanted the following morning. There was no reported patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Returned complaint cp pump was visually inspected. Biomaterial observed in purge gap and a big chunk observed at inflow cage. No broken blade found. No cannula kink observed. No other abnormality observed. The rc of the low pump flow was biomaterial ingestion.